Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to that the patient fell and hit her head. The patient never regained consciousness and passed away. It was unconfirmed but the physician assumed that the fall had caused the patient's brain to bleed which led to death. Nevro attempted to obtain a medical assessment from the physician but no additional information was available. There were no reports of device-related issues from the patient prior to the passing.